Event description:
A flipped pump was reported and confirmed with imaging. Pump implant techniques were unk. Revision surgery was recommended. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.